Event description:
It was reported that an ilet user experienced high blood glucose readings, including a peak above 400 mg/dl, while a filled fasp cartridge appeared crystallized and bubbly; glucose improved after the cartridge was replaced, and the case was transferred to the distributor for follow-up. Symptoms included hyperglycemia. Outcomes included no long-term health consequences or impact. Investigation included interviews and analysis of information provided by the user¿s caregiver. Investigation of this case revealed evidence consistent with a leakage or seal issue associated with the reservoir, alongside the possibility of an improper or incorrect procedure or method during use. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.